Manufacturer narrative:
As the device is in specification and this examination did therefore not reveal any deviations in the skull clamp that could have contributed to the event described (slipping of the head out of the clamp), we suspect that the pinning of the patient's head may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline.".

Event description:
Distributor informed us on march 26 that one of our products was involved in a case in which the treated patient sustained a laceration.